Event description:
The iab was inserted into the pt under fluoroscopy. The iab would not adequately fill and function properly without giving alarms from the pump. A second iab was inserted. Co received this report on 3/19/97 via the mandatory medwatch form from the user facility; uf/dist report number: 0000050464-1997-0004). The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 3/19/97. Pt's current status: unk-rpt'd 3/19/97.